Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material: 367983. Batch/lot: 9074745. It was reported that during use of the bd vacutainer® sst¿ blood collection tubes the tubes were not filling; some tubes were only filling about a tenth of the way. This occurred on multiple occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: tubes were not filling. Some tubes were only filling about a tenth. Caller states this has happened on multiple days and multiple patients however did not know the exact days and could not provide any patient identifiers.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material: 367983. Batch/lot: 9074745. It was reported that during use of the bd vacutainer® sst¿ blood collection tubes the tubes were not filling; some tubes were only filling about a tenth of the way. This occurred on multiple occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: tubes were not filling. Some tubes were only filling about a tenth. Caller states this has happened on multiple days and multiple patients however did not know the exact days and could not provide any patient identifiers.